Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant check up, the right atrial lead exhibited loss of sensing. It was suspected that the lead had dislodged. The lead wad repositioned successfully. The patient was recovering and in stable condition.